Manufacturer narrative:
The device was not returned for analysis as it was retained by the medical facility. As such, physical analysis was unable to be performed. However, it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed that when the primary cell battery is fully depleted, the end of service (eos) indicator will be displayed on the remote control and clinician programmer; stimulation will become unavailable requiring surgery to replace the ipg in order to continue providing stimulation. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the deep brain stimulation (dbs) patient received the end of life (eol) message for their primary cell implantable pulse generator (ipg) and it was suspected that there was premature battery depletion however, this was not confirmed. Therefore, the patient underwent a revision procedure during which the ipg was explanted and replaced. The patient has fully recovered postoperatively. The explanted ipg will not be returned as it was retained by the medical facility.